Event description:
After an outpatient angiographic procedure, an angio-seal device was used to seal the arteriomoty site in the right leg. Later that evening the pt lost consciousness and was seen in the emergnecy room. The pt experenced rebleeding, was stabilized and admitted to the hospital. The pt stated "the seal had loosened." Attempts to obtain additional information have been unsuccessful.